Event description:
As reported by the surgeon, the distal covering came off near the end of the procedure. The surgeon was able to remove it with the same device. There was no injury to the patient. The device was discarded.

Manufacturer narrative:
The device was discarded by the surgeon. Therefore, failure analysis could not be performed.